Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3. E1: patient city - (B)(6). Patient country - italy. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient experienced three events of insulin flow block alarm on (B)(6) 2025. No further information available.